Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a cylinder rupture on left side that caused the device to stop working, the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The previous ipp was placed in 2009. No further complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.